Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient's mother for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient's mother reported the alleged issue began approximately a few months ago prior to contacting lfs. The patient's mother was not able to specify the alleged blood glucose readings obtained on the subject meter and on the other meter. It is not known if the patient was taking any diabetes medications or whether the patient took any action regarding his diabetes management regimen at the time the alleged issue began. At an unknown date/time, the mother indicated the patient was not "feeling well" after the alleged issue began. The mother however was not able to specify whether the patient received any medical treatment after the alleged issue began. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly, the results obtained were from the same approved sample site, and the patient's mother indicated the patient's process for testing was correct. According to the cca documentation, the mother did not have the test strips to verify whether the test strips were in good condition. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient did not suffer from any serious injuries and did not receive any form of medical intervention. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k073231.